Event description:
Device 2 of 2: reference MFR report: 1627487-2018-10673. This record is being proactively initiated based on the acknowledged implanted or unknown status which was in response to the medical device recall removal activity, letter dated (B)(6) 2018. The listed serial number for the infinity dbs (deep brian stimulation) lead may contain an electrode that was not manufactured according to specification. No consequences or impact to the patient have been reported.

Event description:
Additional information received indicated the radiograph is normal; therefore, the material segregation issue described in (B)(4) did not affect this lead. No additional action with the patient is necessary.